Event description:
The customer reported the machine removed less than it was set for. The machine was set to remove 70ml/h.

Manufacturer narrative:
No pt injury nor medical intervention info was reported. Facility's technician inspected the machine and no problem was found. The safety alert training has not been performed yet in this facility.